Event description:
It was reported that the tip of the driver is broken. Although the instrument was used in surgery, no patient complication were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. The broken off portion was not returned. A visual examination confirmed the drill is broken at the root of the fluting. This type of failure is consistent with over-torque. No product defects were observed. A review of the device history records found no documentation to indicate a non-conformance to specification.